Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of the article "transcatheter treatment by valve-in-valve and valve-in-ring implantation for prosthetic tricuspid valve dysfunction" authors georg goliasch et al, the following complaint was identified: a patient with a 29mm valve implanted in the tricuspid position underwent a valve in valve replacement after an approximate implant duration of 5 years due to degeneration with reduced leaflet motion, and moderate regurgitation. A 29mm transcatheter valve was successfully implanted. The discharge echocardiogram showed a well-functioning valve with no valvular paravalvular regurgitation and the patient could be discharged in an improved clinical condition. As reported, the patient presented with dyspnea nyha functional class iii, dizziness and syncope.

Event description:
A 66-year-old male patient with a 29mm valve in the tricuspid position underwent a valve in valve replacement after an implant duration of 5 years and 3 months due to degeneration with reduced leaflet motion, a mean transvalvular gradient of 11mmhg, and moderate tricuspid central regurgitation. A 29mm transcatheter valve was successfully implanted. The postinterventional course of the patient was prolonged by a hospital acquired pneumonia. The discharge echocardiogram showed a well-functioning valve with no valvular paravalvular regurgitation and the patient could be discharged in an improved clinical condition.